Event description:
It was reported that the device was used during a cholecystectomy procedure. It was reported that some of the clips fell out of the device before the trigger was activated. It was also reported that the clips would not hold the tissue once placed. There was no consequence to a patient. The device was inadvertently discarded. There was no lot number recorded. There is no additional information available at this time.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.